Manufacturer narrative:
Results: the cat8 was kinked approximately 42.0 cm from the hub. The distal tip of the cat8 was fractured approximately 115.0 cm from the hub. The packaging mandrel was returned detached from the packaging tape. Conclusions: evaluation of the returned cat8 revealed the distal tip was fractured. This damage typically occurs due to improper handling during removal from the packaging. If the packaging mandrel slips out from the packaging tape, and the cat8 and packaging mandrel are forcefully withdrawn through the packaging tube, damage such as this may occur. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a thrombectomy procedure, the scrub tech noticed that the tip of an indigo system aspiration catheter 8 (cat8) was broken upon removal from the packaging. The damage to the cat8 was found prior to use. Therefore, the cat8 was not used in the procedure. The procedure was completed using a new cat8.